Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that recharging was taking too long. A poor coupling screen was seen. Repositioning the antenna did no resolve the issue and the implant felt flat in the pocket. The patient stated that she had been trying to charge and the battery was completely empty. The patient fell on her back on the implant on (B)(6) 2015. There were no coupling bars when recharging and the patient stated that when she usually recharges she gets three boxes filled in and then they fill in higher. The patient reported that she usually moves around while recharging. The screen was flashing in the battery icon; it was recharging. The indications for use were failed back surgery syndrome and spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.